Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) malfunctioned due to water damage and was not in use. There was no patient involvement.

Manufacturer narrative:
Record cancelled as duplicate of tw# (B)(4) mfg report number 2249723-2023-00886.

Event description:
Record cancelled as duplicate of tw# (B)(4) mfg report number 2249723-2023-00886.